Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. The blockage was found in the cartridge. Reportedly, the customer was not completing the air removal step properly.